Event description:
The user facility reported that when the involved angio-seal device/sheath assembly was withdrawn to deploy the anchor against the vessel wall, it became immovable. The tc representative was informed of the suture-locked state and advised the physician to cut the suture with scissors between the sheath cap and the device cap. Despite the collagen being expanded, it was pushed into the skin as much as possible, the suture was shortened and fixed to the skin, and manual compression was applied for one to two hours. Subsequently, the hemostasis procedure was successfully completed with an estimated blood loss of less than 250cc. The procedure before deploying the device was carotid artery stenting (cas), and a pre-deployment angiogram was performed. An 8 fr sheath ancillary was used, with the puncture site distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 4 mm.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, arteriotomy locator, and a foil pouch. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were returned mated and in rear lock position. The carrier tube was returned cut near the base in the device sleeve with the suture was cut, and the tamper tube deployed. Functional testing was performed to test suture deployment by isolating the suture spool and deploying it. No issues were noted with deployment during testing. The complaint was confirmed for withdrawal difficulty. The exact root cause cannot be determined. The likely cause was determined to have been insufficient force applied during device withdrawal resulting in difficulty with suture deployment/device withdrawal. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).